Event description:
Extracorporeal shock wave lithotripsy (eswl) machine was operating at an unknown and undesired lower frequency. It was stopped for patient safety, then turned on again-. When it was restarted a higher and louder frequency started causing the patient to have an irregular heart rhythm.